Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 450 mg/dl. The customer delivered correction boluses via the pump and with an insulin pen. The customer declined to perform a system check with tandem technical support. The customer had reverted to insulin pens and stated that they would resume pump therapy the following day.